Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change out. The left ventricular lead had exhibited high thresholds, however there were no patient symptoms associated with the high thresholds. During the procedure the right ventricular lead exhibited oversensing due to noise. The noise was reproducible with patient coughing and deep breathing. The system was explanted and replaced. The patient's condition post procedure was stable.